Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient called to report a left implant rupture. Healthcare professional also reported left side rupture. The device has been explanted and replaced.

Event description:
Patient called to report a left implant rupture. Healthcare professional also reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, red particles on the surface of the shell. A microscopic analysis was performed which identify a striated edge broken. Based on the device analysis the final assessment is: -a striated edge broken on radius side assessed as surgical damage.